Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, cervical intraepithelial neoplasia ii and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrheoa") and dyspareunia ("dyspareunia") and was found to have weight decreased ("have lost 6 pant sizes since and feel so much better"). The patient was treated with surgery (open diagnostic laparoscopy with removal of essure contraceptive devices, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight decreased, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and weight decreased to be related to essure. The reporter commented: trailing coils: 3 coils on the left, 4 coils on the right. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, weight loss quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information, patient dob, medical history, rcc added. Event: medical device removal updated to event: pelvic pain. New events added- abdominal pain, dysmenorrhea, dyspareunia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, cervical intraepithelial neoplasia ii and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrheoa") and dyspareunia ("dyspareunia") and was found to have weight decreased ("have lost 6 pant sizes since and feel so much better"). The patient was treated with surgery (open diagnostic laparoscopy with removal of essure contraceptive devices, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight decreased, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and weight decreased to be related to essure. The reporter commented: trailing coils: 3 coils on the left, 4 coils on the right. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, weight loss quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and essure out that way') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("have lost 6 pant sizes since and feel so much better"). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter were added, event -medical device removal and weight loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.